Event description:
Device malfunction: failure to deploy. Time of malfunction: during the procedure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the proglide device after an interventional procedure. Reportedly, the device failed to deploy the clip. The device was successfully removed and once outside the pt the physician fired the clip. Hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned. It has not yet been received.